Manufacturer narrative:
E1: patient city:(B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was taken to the emergency room via ambulance on (B)(6) 2021 they tried to treat it with 2l oof normal saline bolus prior aariving to ER. The patient had neuropathology erectile dysfunction vision issues that attributed to the current condition. Therefore, on (B)(6) 2023, the patient was diagonesd with hyperglycemia. During hospitalization, the patient's blog glucose level was 330 and had symptpms likhe diarrhea, intermittent pain in the chest and abdomen nausea. Received insulin bolus as corrective treatment which resolved the issue. After spending 3 days in the hospital, the patient was released on(B)(6) 2024 no further information available.